Event description:
It was reported that the caller was seeing pacing spikes when sensitivity is set at 2.1 mv. Upon reprogramming to a sensitivity of .9mv, there were no issues. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.